Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse cleaned the fiber optic module. The fse then performed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.